Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported having intermittent shocking down their right and left legs. Initially it happened a few times a week but now it was more frequent. The patient stated that they fell in november and the problems with the stimulator started happening shortly after that. The patient stopped using their stimulator because of it. There has been no troubleshooting or actions taken to resolve the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that no actions had been taken to resolve the patient's intermittent shocking following their fall thus far. They reported that the patient was scheduled for reprogramming, but cancelled their appointment. It was not determined how the fall affected the system and the intermittent shocking following the fall had not been resolved. The patient's weight at the time of the event was unknown. No further complications were reported/are anticipated